Event description:
Health professional reported the explantation of a lap-band port as a "port replacement" was needed due to leakage from the tubing. Further follow-up will be conducted to gather additional information.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The device has been received, but device analysis has not been completed at this time. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."